Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire within the housing, where the pin attaches to the heat shrink. The conductor wire exhibited thermal damage, with signs of charring where the wire was broken. The housing does not come into contact with the patient; therefore, no potential harms were observed. The wire is completely broken at the connector pin. The instrument failed the electrical continuity test. No insulation damage was found in addition to the initial breakage point. No damage was observed to the conductor wire at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument exhibited no energy output. A backup same instrument was used. The procedure was completed with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The instrument was further investigated by the isi failure analysis engineer and manufacturing engineer. The initial findings were confirmed. Advanced investigation indicated that there was possibly a wire crimping issue that led to the broken conductor wire in the proximal end.

Event description:
Refer to h10/h11 for follow-up information.